Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic after he heard solid tones coming from his system controller. The event history showed that his pump had stopped a few times. The health professional manipulated the external percutaneous lead and was not able to reproduce the alarms. They also had the patient twist his body with his arms over his head but they were still not able to reproduce the alarms. On (B)(6) 2015, the manufacturer¿s technical services technician went to the hospital and evaluated the percutaneous lead. Continuity testing was performed and no broken wires were found. The silicone jacket was cut off and shielding damage on the distal end of the bend relief was found. A portion of the distal end of the driveline was replaced. The patient was placed on a regular patient cable after the repair and immediately there were low speed and pump off alarms. The patient was not symptomatic. X-rays were taken there was an area close to the exit site that had some shield thinning. After cutting open the silicone jacket near the exit site it was observed that the shielding was intact so it was suspected that there was internal percutaneous lead damage. The pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 4 years and months. The replaced portion of the percutaneous lead and the pump were returned to the manufacturer. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported low speed operations and motor stops were confirmed during the evaluation of the submitted log file. In addition, external and internal percutaneous lead wire damage was confirmed during the evaluation of the percutaneous lead segment that was returned after the percutaneous lead was repaired, and the returned pump. As a result of the damage, the underlying red, orange, and black wire conductors were exposed. The red and orange wires represent redundant wires in motor phase 3. The black wire represents a redundant wire in motor phase 2. The reported alarms and pump stops could have occurred as a result of the exposed conductors contacting the braided shielding. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.